Manufacturer narrative:
It was later confirmed by the customer that their device was repaired by a 3rd party service agency; however, the customer was unable to provide physio-control with details on what repairs were completed in order to resolve the reported issue. The customer further advised that the device has since been placed back into service for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control provided the customer with technical assistance and service options. It was later confirmed that the customer chose to send their device to a 3rd party service agency for repair. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.